Event description:
It was reported that this pacemaker exhibited myopotential oversensing on the right ventricular (rv) lead. The involved lead is a non boston scientific product. As a result, non sustained ventricular tachycardia episodes were inappropriately stored. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device remains in service.